Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple spectrum pumps (12 devices) experienced a system error 341 (positional interrupt error) alarm during therapy (medication, dose, programmed amount and delivery rate unknown). The customer stated that the devices had been swapped out after each alarm and passed the customer's biomedical testing after the event. The customer also stated the rental bed being used during the event was questioned to if it were interfering with the pump. Further observations by the customer were made stating that device would experience the constant error code after a 10-minute period if the device was plugged in. In attempt to resolve the issue the patient's IV was restarted each time, moved rooms and used devices on battery power only and rotated them when the battery was dead. There was no known patient injury or medical intervention associated with this event. No additional information is available.